Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the subject has been having fevers and has had increased white blood count to 14. He has required pressors; blood cultures, urinalysis, sputum culture, and (B)(6) nares/throat were ordered due to concerns for being septic.

Event description:
It was reported that the patient was hospitalized received oral and parenteral antibiotics and antifungal treatment. Sputum culture grew methicillin-susceptible staphylococcus aureus. The event resolved on (B)(6) 2018.